Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u3513044 pta balloon dilatation catheter allegedly experienced material rupture. This information was received from one source. The event involved a patient with no known impact to the patient. The patient age, weight, and gender were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u3513044 pta balloon dilatation catheter allegedly experienced material rupture and break. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation confirmed break and material rupture. After further evaluation of the device, trending device code has been updated to (1546 - material rupture and 1069 - break ). Based upon the available information, a definitive root cause is unknown. The device was labeled for single use. ( device code - 1546 - material rupture and 1069 - break). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.